Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that there was difficulty coupling during charging the ins and that has always been a problem. The rep reported that the patient had the ins charged to 80% and the next morning it indicated that it had low battery. It was reported that when there was trouble connecting to the implant when attempting to charge and the controller was switching between being able to connect and poor recharge quality. No patient complications have been reported because of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the patient was sent a new programmer. With the new programmer, the poor coupling and recharging issue was resolved. No further complications were reported.